Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be bad fit with shaft/ no drainage eye/ poorly seated balloon /bladder neck interface. Unable to perform lot history review as the information on the datecode number is not available. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was leaking all over the place. Patient had been using a 10cc foley catheter but these were no longer available from the distributor so they sent the 30cc foley catheter as a replacement. Patient filled the catheter with 10ccs of sterile water. Explained that the 30cc foley catheter balloon was more typically used in male patients who have had prostatic surgical procedures. Patient was recommend filling the 30cc foley catheter balloon with 35ccs of sterile water. Explained that under or over-inflation could result in an asymmetrical balloon, which could deflect the catheter tip to one side. This deflection could cause occlusion of the drainage eyes, irritate the bladder wall, and lead to bladder spasms. If the catheter was properly inflated and this issue continued, remove and replace it with a new catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking all over the place. Patient had been using a 10cc foley catheter but these were no longer available from the distributor so they sent the 30cc foley catheter as a replacement. Patient filled the catheter with 10ccs of sterile water. Explained that the 30cc foley catheter balloon was more typically used in male patients who have had prostatic surgical procedures. Patient was recommend filling the 30cc foley catheter balloon with 35ccs of sterile water. Explained that under or over-inflation could result in an asymmetrical balloon, which could deflect the catheter tip to one side. This deflection could cause occlusion of the drainage eyes, irritate the bladder wall, and lead to bladder spasms. If the catheter was properly inflated and this issue continued, remove and replace it with a new catheter.